Event description:
Dealer stated that he had a consumer that had his jbox struck by lightning because of a lightning bolt coming through the window. Dealer stated, that this caused the jbox to be fried resulting in visible fire and smoke. Dealer stated that this incident happened five to six years ago. In addition, dealer states they just had to replace the jbox and was not a malfunction of device. Fire and smoke was contained and did no further damage.